Event description:
As reported, during tapp (transabdominal preperitoneal) procedure, the fastener of capsure fixation device had popped out. It was reported that the indicator shown some fasteners were used although the fastener was out before the first shot was struck. It was reported that new product was used for completing the procedure and the surgeon and hospital have experience of using this product. There was no reported patient injury.

Manufacturer narrative:
As reported, capsure fastener popped out when the first shot was fired. Based on the information available and without having the sample to evaluate, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states, "adequate counter pressure should be applied on the target area" and ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position.¿ note: section a: through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during tapp (transabdominal preperitoneal) procedure, the fastener of capsure fixation device had popped out. It was reported that the indicator shown some fasteners were used although the fastener was out before the first shot was struck. It was reported that new product was used for completing the procedure and the surgeon and hospital have experience of using this product. There was no reported patient injury.

Manufacturer narrative:
As reported, capsure fastener popped out when the first shot was fired. Based on the information available and without having the sample to evaluate, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states, "adequate counter pressure should be applied on the target area" and ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position.¿ addendum: this supplemental MDR is submitted to report the sample evaluation results. Evaluation of the returned sample could not reproduce the reported event. Functional and simulated use testing found the device to function as intended. No manufacturing anomalies found. Based on the sample evaluation and investigation performed, the reported event was not confirmed. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10 . Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.